Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the provided log file; however, the reported event of damage to the system controller¿s power cable was not confirmed. The log file contained data spanning approximately 22 days (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A string of low voltage advisory alarms was observed, beginning on (B)(6) 2020 at 20:11 and ending at 20:34 of the same day. 23 low voltage alarms were triggered due to the rsoc fluctuating just below the low voltage threshold many times within the black power cable. Atypical power cable disconnect alarms were not observed throughout the log file. The system controller (serial number unknown) was not returned for analysis. The root cause of the long string of observed low voltage alarms on (B)(6) 2020 was unable to be conclusively determined; however, the reported damage to the controller¿s power cable may have contributed. The root cause of the reported damage to the controller was unable to be determined. The heartmate ii patient handbook tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. The heartmate ii patient handbook users on how to check the current charge of their 14-volt batteries. Users are always advised to use fully charged batteries. The heartmate ii patient handbook instructs users on how to resolve all alarms that sound from their controller, including alarms associated with low voltage conditions and also instructs users to regularly inspect their equipment, including their system controllers, for damage. Users are instructed to replace any equipment that appears damaged or worn. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low voltage alarms that were not occurring just when his batteries were dying but at random times. The patient had tape around the white connector cord on his controller which he says is due to the breakdown of the rubber surrounding that connection piece. The site exchanged the controller due to the various low voltage alarms and the issue was resolved.